Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, the image sensor unit was damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board failed due to use stress, external factors, or handling. The event can be detected and prevented by handling the device in accordance with the following section of the instructions for use: "chapter 3 preparation and inspection 3.8 inspection of the function in combination with related equipment." [Inspection of endoscopic images] check that normal light observation and nbi observation images (excluding bf-mp290f) are projected properly. 1 observe the palm, etc. Using normal light observation images and nbi observation images (excluding bf-mp290f). 2 confirm that the illumination light is emitted. 3 adjust the light intensity to an appropriate brightness. 4 check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and nbi observation image (except for bf-mp290f). 5 operate the ud angle lever of the endoscope to bend the curved part. 6 operate the insertion tube rotation ring of the endoscope to rotate the insertion tube. 7 check that normal light observation images and nbi observation images (except for bf-mp290f) do not disappear for a moment. 8 align the up index on the insertion tube rotating ring with the up index on the operation unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation confirmed that the b30 scope communication error occurred due to damage on charged coupled device unit. Due to data error of scope identification, the e216 scope communication error occurred. Additionally, it was found that the image guide protector was cut. The control unit and scope connector was sticky due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The loaner evis lucera elite bronchovideoscope was returned to olympus. During inspection of the returned device, it was found that the device exhibited a b30 scope communication error. The device also exhibited an e216 scope communication error. There was no complaint from the customer and no patient involvement. This medical device report is being submitted to capture the reportable malfunctions found during the device evaluation.